Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2004, left inguinal herniorrhaphy, preperitoneal repair with kugel patch. On (B)(6) 2004, hospitalized for left groin cellulitis with abscess, renal insufficiency and haptic insufficiency. On (B)(6) 2008, office visit: left lower quadrant discomfort and inflammation at the site of hernia scar. On (B)(6) 2008, office visit: open abscess on left lower quadrant of abdomen wound opened and draining. Pt was reported to have been putting gold bond powder in the wound. (B)(6) 2008, office visit: open fistula in the lower left quadrant measuring 1cm and 1.5 cm deep.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt is reported to have developed an infection after implant of the mesh. While there is no indication that the mesh was the source of that reported infection, the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The mesh was not explanted, therefore no device eval could be performed. Without add'l info, no conclusion can be drawn.